Event description:
It was reported by the patient that the patient received "ICD (implantable cardioverter defibrillator) therapy" from the device and presented at the hospital. Follow-up with the physician's office was done; however, the patient had not been seen for an appointment in over two years. No information could be obtained to confirm the therapy was appropriate for the patient's condition. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).